Event description:
It was reported that the patient had inadequate therapy due to lead migration. Patient reported falling while walking. X-ray confirmed migration. As a result, the lead was explanted and replaced on (B)(6) 2019. A nick was observed post procedure. The patient has effective therapy post operatively.

Manufacturer narrative:
Device code has been updated.